Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and pump shutdown. The pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was displayed as high. Customer delivered a correction bolus via pump to address bg level. The customer reverted to an alternate method of insulin therapy.